Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that in the adult, ICU, during insertion in the (B)(6) yr/old male patient's subclavian using the seldinger technique, the swg kinked and deformed. It is not known whether a second attempt was tried. There was no reported delay, death or complications to the patient as a result of this cocurrent.